Manufacturer narrative:
Please note that this even was previous captured under manufacturing reporting number 9616099-2016-00501 from our previous complaint handling system. (B)(4). Complaint conclusion: during the use of an avanti plus, it was reported that the white cap from the top of the sheath popped off during insertion. The physician was required to hold the access site in order to prevent bleeding while a new avanti sheath of the same model and lot number was prepared and inserted successfully. The percutaneous coronary intervention (pci) was delayed by 3 minutes. There was no adverse event to the patient due to the malfunction. The patient was discharged. The device was stored, handled and prepped per the instruction for use (IFU). There were no anomalies noted on the device during prepping. The assess site characteristics at the insertion site were reported as normal. There was no difficulty inserting the sheath into the patient. No excessive torque was used during insertion. No pictures are available. A non-sterile csi avanti+ cardiology ms .038 cannula sheath and a non-sterile vessel dilator were received for analysis inside a plastic bag. The vessel dilator was received fully inserted into cannula sheath. Per visual analysis, the hemostasis valve cap was received not properly fixed on the cannula hub retention ring. The cannula hub was observed damaged. No other anomalies/damages were found on the received components. Dimensional analysis was performed. The cap ID and the cannula hub od were measured respectively and the results were found within specification despite the damage condition on cannula hub retention ring. The unit was sent to sem analysis in order to analyze the damage found on the hub retention ring; sem results showed the external surface of the hub presented a deformation of the material that per the evidence observed can be determined that was caused from the upper to the lower side of the hub. Also, peel up material was observed that can suggest that friction event occurred at this zone. The external surface of the cap presents a deformation of the material at the bottom surface of the component. Per the evidence observed can be determined that pressure was applied from the lower to the upper side of the cap. The available evidence can suggest that pressure was applied to the cap component when it was located on the upper surface of the catheter hub that could result in the deformation of both components. No other anomalies were found during the analysis. Review of lot 17486999 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿cardiology vascular access- hemostasis valve/hub- separated-during use¿ was confirmed due to the condition in which the product was received in which the hemostasis valve cap was found not properly fixed on to the cannula hub due to the damage observed on the hub retention ring. According to the IFU, users are cautioned to not use open or damaged products. The reported event appears to be related to the manufacturing process. A risk assessment has been initiated to evaluate this issue.

Event description:
During the use of an avanti plus, it was reported that the white cap from top of the sheath popped off during insertion. The physician was required to hold insertion site in order to prevent bleeding while a new avanti sheath of the same model and lot number was prepared and inserted successfully. The percutaneous coronary intervention (pci) was delayed by 3 minutes. There was no adverse event to the patient due to the malfunction, the patient t was discharged. The product will be returned for analysis. The device was stored, handled and prepped per IFU. There were no anomalies noted on the device during prepping. The assess site characteristics at the insertion site were reported as normal. There was no difficulty inserting the sheath into the patient. No excessive torque was used during insertion. No pictures are available.